Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that upon this patient's presentation for routine follow-up several stored events were logged to the patient's device which exhibited right ventricular (rv) lead noise and oversensing resulting in instances of pacing inhibition up to 7 seconds with asystole greater than 2 seconds. The patient is pacemaker dependent, however, it was confirmed that no adverse patient effects or symptoms were observed due to the reported asystole. It was also noted that tachy therapy was almost delivered for an episode incorrectly identified as ventricular fibrillation (vf). As the device is nearing elective replacement indicator (eri) the physician chose to reprogram the device by extending vf duration and scheduling the patient for a device and lead revision procedure. A revision procedure was subsequently performed wherein the physician attempted to extract the rv lead but the high voltage coil became stuck in the subclavian vein. The right atrial (ra) lead dislodged during this process and also became stuck in the subclavian vein. Both leads were subsequently snared using a sheath delivered via the femoral vein and cut at the point of insertion allowing for extraction. New ra and rv leads in addition to a new cardiac resynchronization therapy defibrillator (crt-d) were implanted with satisfactory measurements. No additional adverse patient effects were reported.